Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) center for repair. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by stress due to use, or external factors or customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the coating of the insertion tube had been partially peeled off during the incoming inspection of the device for the repair at (B)(4) center. There was no report of patient injury associated with this event.